Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that 3 days ago they started noticing issues while charging their implant; the quality changed from excellent to poor without them changing the position of the paddle. Pt added that the screen was saying about the controller and then charging stopped. Pt was not sure of the screen message. Pt mentioned the controller was at 70% and implant was at 90%. Pt reconnected the recharging paddle to see the message. Pt got connected and recharging excellent then in less than a minute pt mentioned the quality changed to poor recharge quality but pt repeated they did not change the position of the paddle though pt was only holding the paddle; pt insisted the paddle did not move. Pt added they would always have excellent then the poor recharging screen would appear. Agent asked pt of any recent fall or injury. Pt then stated, "a year ago I had a bad one that had a brain bleed that ended up in the hospital but it wasn't that bad" and "I had 2 months ago hernia surgery one at the bottom" pt added, "they found 3 more around my waistline and I never could wear a belt and now I could wear a belt and I did not know I have it". Agent reviewed the possible effects of the fall and the surgeries at the implant site and redirected the patient to their managing healthcare provider. Pt will do so. Pt asked implant battery longevity and last doctor visit. Agent provided information.